Manufacturer narrative:
G4: 04nov2019. B4: 12nov2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery would not charge and the fse found that a ground pin was missing from the power cord. The fse replaced the battery and sent a new power cord to the customer to address the findings. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
It was reported that the unit declared a battery error when being powered on. There was no patient involvement.